Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external auditory canal and infection with foul-smelling discharge from the ear. The patient was treated with oral antibiotics and steroids (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.